Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture. According to the report, the "patient had platyspondylisis so that the cement could not be pushed back when it was delivered in the cavities" and "cement remained in pedicle". Reportedly, the cement was not runny when it was delivered into the patient and "had reached the exact delivery consistency". The cement was stored at 23 +/- 1c for 24 hours prior to use and the operating room temperature was 24.7 c. It was also reported that a mixer was used for 30 seconds and a cds (cement delivery system) was used. No patient complications were reported.